Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reports: "difficulty with advancing wire through catheter. Too much force required." No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial kit for evaluation. No signs of use were observed on the returned catheterization device. The guide wire was returned fully advanced through the needle cannula, with the distal end of the guide wire exposed to the kit tray. Visual inspection revealed a slight bend towards the distal end of the guide wire body. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After meeting resistance during functional testing, it was observed that the guide wire handle met resistance within the chamber. Resistance was met when the handle reached approximately the middle of the chamber extrusion. The kink in the guide wire was located 27mm from the distal end. The guide wire total length measured 4 1/4", which was within the specifications of 4 3/16"-4 3/8" per product drawing. Both the kink and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.451mm via calibrated micrometer, which was within the specifications of 0.432mm-0.457mm per product drawing. Simulated use of the returned device was performed per IFU statement: "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The black handle on the guide wire was advanced through the track of the chamber. Resistance was encountered when the black handle reached the middle of the track. Despite this, the guide wire was still able to be fully deploy through the cannula. The guide wire was then completely removed from the chamber and re-inserted back through the distal bevel end of the needle cannula. The guide wire was able to pass through the cannula with little to no issue indicating that the resistance encountered is between the guide wire handle and chamber, and not from the guide wire body and needle. Manufacturing team indicated that the guide wires were 100% inspected for defects of this nature before being placed in the finished assembly. They indicated that, given the customer handled the device, it was likely the damage occurred either during initial deployment of the guide wire against the needle bevel, or as a result of the guide wire being deployed and pressing against the kit tray in transit to the morrisville facility. The instructions-for-use (I fu) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." A device history record review was performed with no relevant findings. Based on the available information, the sample received, and the comments from manufacturing, the probable root cause for this complaint could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint reports: "difficulty with advancing wire through catheter. Too much force required." No patient involvement was reported.